Manufacturer narrative:
The implant coil, pusher, and introducer were returned for analysis. The gold connector was kinked 1" distal of the notched section. Bends on the device were observed at the gold connector hypotube transition, and 5" distal of the transition. An additional kink was found on the hypotube 18" from the gold connector-hypotube transition. The pusher was broken at the hypotube-body coil transition, and the pet and lead wires were fractured. Damaged and offset body coils were found at the middle of the pusher. The strain relief was folded and damaged. The implant contained a kink near the proximal portion. The distal portion of the implant was undamaged. The pet was removed from the transition section, and it was observed that the coil fracture occurred at the weld location. Based on the investigation findings and available information, the reported complaint of a broken pusher was confirmed. The device was broken at the hypotube/body coil transition. The damage to the pusher and the fracture of the body coil, lead wires, and pet are consistent with over specification tensile forces placed on the device.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during positioning of an embolization coil in a carotid cavernous fistula, the coil appeared to be too large for the space, as the coil continued to come back into the internal carotid artery. During removal, the coil detached from the pusher wire in the microcatheter. The coil was removed in its entirety together with the microcatheter. There was no reported patient injury or intervention. The patient was reported to have been discharged a couple days post procedure.